Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was programmed off due to patient underwent an ablation procedure. Approximately two weeks later, a health care professional (hcp) noticed the crt-d was not programmed on after the ablation and there were no therapy or stored events for the period. The hcp stated the patient did not suffered consequences.